Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the device was returned to olympus for evaluation and the customer's allegation was not confirmed. The root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility and evaluated. Upon inspection and testing, the reported problem could not be confirmed. In addition, scratches on the screen and screen frame, discoloration of the rear panel, and corrosion on the printed circuit board terminal were discovered. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A customer reported "occasionally no image" (intermittent image loss) on the high definition lcd monitor after connecting the scope during inspection for use, before a therapeutic hemostasis procedure. The procedure was completed using another monitor, with no report of patient harm due to the event.